Manufacturer narrative:
Concomitant products: zalb-30-108, lot# 6923820; zsle-16-74, lot # 6891620; zlc-28-66, lot # a934231; 10x59 atrium stents. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the male patient with an abdominal aortic aneurysm (aaa) underwent an endovascular aneurysm repair (evar) on (B)(6) 2016. The patient was implanted with a zenith flex with spiral-z technology aaa endovascular graft iliac leg. There were no issues reported during the initial evar procedure. The patient developed pain and claudication on an unknown date. It was determined the patient had a thrombus formation in the left limb. A secondary procedure was performed involving balloon dilatation and bilateral stenting with another manufacturer's devices. It was reported the patient is doing well.

Manufacturer narrative:
Investigation/evaluation: the actual complaint device was not returned. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A documentation investigation was performed. A review of the provided imaging, device history record, instructions for use, manufacturing instructions, and quality control data was conducted. Per the image reviewer, pre-implantation, one-month post implantation, one year, and 1.5 year post implantation computerized tomographic angiographies (ctas) were provided. The one-year cta images were from a delayed phase and, consequently, significantly insensitive to all but large intra-graft thrombi. Abnormal distal jejunal thickening was present at implantation and modestly progressed through 1.5 years. Cardiomegaly and a small pericardial effusion throughout follow up were indicative of significant heart disease and likely poor cardiac output. Partial thrombus that developed in the left iliac leg within the first month increased through 1.5 years. Thrombus was not evident in the right limb until 1.5 years. The thrombus was larger on the left. The thrombus began at the left zsle proximal sealing stent trailing edge and at the level of the right gate trailing edge. Slight aneurysm maximal diameter growth from 61mm to 62.3mm through the first year was stable from one to 1.5 years. A very small type ii b inferior mesenteric artery was present. Left iliac leg thrombus formation during the first month with progression through 1.5 years is confirmed. The probability of thrombus formation on the left was increased by a narrower than recommended distal aorta. Right iliac leg thrombus formation during the first 1.5 years is confirmed. The probability of thrombus formation on the right was increased by a narrower than recommended distal aorta, implantation of an upside-down converter in the right iliac leg, and insertion of the converter flaring segment partially inside the right ipsilateral gate. Slowly increasing distal jejunal wall thickening is suspicious for lymphoma. This could be associated with a hypercoagulable state. Cardiomegaly and a small pericardial effusion indicate significant heart disease and likely poor cardiac output. Slow flow through the legs was likely and would have increased the probability of thrombus formation. The imaging reviewer suggests the narrower than recommended distal aorta, implantation of an upside-down converter on the right contributed to the probability of the thrombus formation. In addition, the imaging reviewer suggests physiological factors such as suspicious cancer and poor cardiac outflow increased the risk for thrombus formation even more. At this time, the most probable causes of the thrombus formation are user technique, human anatomy and disease progression related. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU also advises on appropriate patient follow up so that changes in the structure, should they occur, can be identified and addressed before causing clinical problems. The device history record was reviewed and revealed non-conformance data for damage, data entry error and component missing. All non-conformance issues were reworked. Thrombosis can occur for a variety of reasons, such as genetic predisposition, iliac tortuosity, external compression, stenosis, improper overlap, narrow inner iliac lumen, vessel damage, and rough surfaces. Tortuosity, compression, and pulsation can create high shear forces within the leg that stimulate thrombus growth. Where a small thrombus has formed, the clot can enlarge because the blood flow slows around the clot, allowing clot-forming elements to be deposited. Pulsation and a small inner lumen can occur through graft oversizing or undersizing. Pre-implantation, one-month post implantation, one year, and 1.5 year post implantation ctas were provided for the attached image review. The image review confirmed this complaint by stating, "left iliac leg thrombus formation during the first month with progression through 1.5 years is confirmed. Partial thrombus that developed in the left iliac leg within the first month increased through 1.5 years. The thrombus began at the left zsle proximal sealing stent trailing edge and at the level of the right gate trailing edge." An additional complaint (B)(4) was opened for thrombus formation in the ipsilateral zlc-28-66 (lot: a934231) graft because of the image review finding of right iliac leg thrombus formation during the first 1.5 years. It was noted in the image review that, "the probability of thrombus formation on the left was increased by a narrower than recommended distal aorta. The distal aortic lumen diameter was narrowed to 17.1x17.5mm pre-implantation. Post implantation, the lumen diameter was increased to 19.5x23.5mm. The IFU (t_zaaasz_rev.3) provided with the device states in section 4.2 patient selection, treatment and follow-up, " pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft." Image review stated, "slowly increasing distal jejunal thickening is suspicious for lymphoma. This could be associated with a hypercoagulable state. Cardiomegaly and a small pericardial effusion indicate significant heart disease and likely poor cardiac output. Slow flow through the legs was likely and would have increased the probability of thrombus formation." The IFU provided with the device warns in section 4.2 patient selection, treatment and follow-up, "patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event." Based on the information provided as well as the image review, there is no evidence to suggest that the device was manufactured out of specification. Contributing factors that increased thrombus formation and propagation include the narrowed distal aorta, possible patient hypercoagulable state caused by lymphoma, and slow blood flow caused by significant heart disease. Since the thrombus began at the left zsle proximal sealing stent trailing edge, the cause of the initial thrombus formation was most likely due to the implantation in a narrower than recommended distal aorta exacerbated by patient condition. The second root cause is likely, procedure related: patient condition related to occurrence because the thrombus formation was caused by patient anatomy and disease progression. Measures have been initiated to address the failure mode of zsle and zisl leg extension stent graft kinks and occlusions. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.